Event description:
It was reported that a clearlink buretrol solution set had loose particulate matter inside of the tubing. There was not patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample has been received for evaluation. If additional relevant information is obtained, then a follow-up MDR will be submitted.